Event description:
It was reported during an atrial flutter (afl) procedure, when the customer tried to remove a smarttouch catheter from the preface sheath, the brim cap came off and completely detached. The patient experienced blood leakage from the preface sheath however the physician immediately recognized the issue and stopped the leakage. The catheter was not damaged and the customer attached the brim cap to the end of the sheath. After replacing the preface sheath the case was continues and completed without any patient consequence.

Manufacturer narrative:
Refer to evaluation summary: manufacturer ref # (B)(4) it was reported during an atrial flutter (afl) procedure, when the customer tried to remove a smarttocuh catheter from the preface sheath, the brim cap came off and completely detached. The patient experienced blood leakage from the preface sheath however the physician immediately recognized the issue and stopped the leakage. The catheter was not damaged and the customer attached the brim cap to the end of the sheath. After replacing the preface sheath the case was continues and completed without any patient consequence. Upon receipt, it was noticed that the brim cap was no longer attached to the molded hub. Both were returned by the customer. Then per the reported event, a dimensional testing was performed over the molded hub and the cap and both were within specifications. Furthermore, a microscopic analysis was carried out and no flash was observed on the cap and molded hub. The cap was then manually assembled in the molded hub and the two parts fit perfectly. Afterwards, a lab sample vessel dilator and smart touch catheter were introduced into the sheath and no detachment occurred. Finally, a dimensional testing was performed on the ensemble and it was within specifications the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.

Manufacturer narrative:
(B)(4).